Event description:
Had interstim removed 2 days ago due to severe back and left leg pain. It is believed to have put pressure on my siatica nerve. Since it has been removed, there is no more pain in my back or my left leg. People should be made aware of this.